Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During a procedure, it was reported that while operating fluoro, the monitor was dark. A restart of the system was attempted, but was unsuccessful. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined as a failure of an electronic component (tantalum capacitor) in the flat panel detector. As a result of the failure, when releasing radiation, the system displays an error message and interrupts x-ray. The displayed images are dark and not of clinical value. The issue was resolved by exchanging the detector. A corrective action was implemented in june 2015 and an improved capacitor was introduced in the detector (replacement of the tantalum capacitor with a ceramic capacitor). This corrective action eliminates the root cause of the problem and prevents the possibility of reoccurrence.